Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The unit was delivered to the customer on (B)(6) 2018. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: this case is assumed to have caused unexpected stress on the cable due to the user's handling, and the image was no longer produced due to the breakdown of the cable unit. The instruction manual states ¿never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.¿ as the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The device was returned to the olympus service center, but evaluation has not been completed. The olympus technical service center (tac) attempted to troubleshoot the issue over the phone. The customer inspected the connectors of the camera head paddle they appeared burnt. Tac instructed the customer to clean the contacts with an eraser, wipe with an alcohol prep-pad, allow to dry, and then reconnect. Since that did not resolve the issue, they sent the otv-s7h-1d camera head in for repair. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report when they connect the otv-s7h-1d camera head into the otv-s7b there is no image, just a black screen. There was no report of health consequence or impact to the patient.